Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple, intermittent altitude alarms. The customer's blood glucose level was 201 mg/dl. The pump was not exposed to any abnormal conditions. Reportedly the customer would clear the alarm and resume insulin delivery each instance. It was indicated that the customer would continue to use the pump for insulin therapy.